Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01 apr 2024, it was reported that one infusion set was leaking insulin directly at the site where the cannula inserts into the skin. The infusion set in use for a day. The patient's blood glucose was 322mg/dl and the set was replaced and resumed insulin successfully. No further information available.